Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, non-sustained rv oversensing was observed on the right ventricular channel. The oversensing was able to be reproduced with deep breathing. Programming changes were made. Patient will continue to be monitored.